Event description:
Reportable based on analysis completed on (B) (6) 2009. It was reported that during an embolization of the gastric duodenal artery, a coil jammed in the micro catheter during introduction. The physician was attempting to introduce a 2/5mmx5.8cm vortx diamond coil into a renegade micro catheter. The coil was put into the renegade catheter outside the pt without flushing. As they put the coil sheath into the micro catheter hub, the coil was meeting resistance, and they could not deploy the coil in the micro catheter. The coil was removed from the catheter hub without complications. This occurred with two of the same coils. Previous to these two coils becoming jammed, other coils were deployed successfully. The same renegade micro catheter was used to compete the procedure with pushable coils. There were no reported pt complications. The pt's status is listed as "fine." However, returned device analysis revealed a broken pusher wire and coating damage to the pusher wire.

Manufacturer narrative:
The complaint device was returned for analysis with the introducer sheath and pusher wire inside the dispenser coil. The coil was not returned. The interlocking arm of the pusher wire was visible through the introducer sheath; however, the coil was not present. A section of the kinked pusher wire was protruding from the dispenser coil. The pusher wire was broken 23.2cm from the interlocking arm. The tfe (tetrafluoroethylene coating of the pusher wire had peeled off at the break site. The interlocking arm of the pusher wire ss coil was inspected and no damage was noted. Particles of dried blood were present along the pusher wire. The introducer sheath was inspected and no damage was present; however, particles of blood were visible on the inside. The mfg batch record review confirmed that the device met all material, assembly and performance specifications the root cause of this event is determined to be user related, as continuous flush was not maintained during the procedure. (B) (4)